Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient has not charged her stimulator in over three years and three device resets were unsuccessful. The issue was not resolved at the time of the report. Surgical intervention was not performed at the time of the report; however, it was unknown if surgical intervention was planned to resolve the issue. Review of manufacturer records indicate that the patient¿s external equipment was destroyed in a fire about two years prior to the report. There were no patient symptoms or complications reported.